Manufacturer narrative:
The pump was received with normal operating currents and passed the self-test. The pump failed the displacement test, followed by a motor error alarm during the rewind and a motor position encoder error alarm was confirmed in the history file due to an out of phase motor encoder signal. Unable to perform the basic occlusion, occlusion, excessive no delivery, prime, or unexpected restart tests due to the motor error alarms. No cosmetic damage was noted during the physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 124 mg/dl. Customer also received a motor position encoder error alarm. Customer reported that drive support cap appeared normal. Customer reported that insulin pump was exposed to only one or two minutes of MRI. After troubleshooting, customer was advised that insulin pump would need to be replaced.